Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted due to symptoms of infection, and it was determined that the patient had bacteremia as a result of an infected gall bladder. It was further reported that the patient¿s status began to decline as a result of sepsis; the patient¿s family decided to withdraw care, and the patient subsequently expired due to multi-system organ failure. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, infection, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was admitted due to symptoms of infection. It was determined that the patient had bacteremia as a result of infected gall bladder. It was further reported that the patient¿s status began to decline as a result of sepsis. Palliative care was consulted, and the patient¿s family decided to withdraw care. The patient subsequently expired due to multi-system organ failure.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted due to symptoms of infection, and it was determined that the patient had bacteremia as a result of an infected gall bladder. It was further reported that the patient¿s status began to decline as a result of sepsis; the patient¿s family decided to withdraw care, and the patient subsequently expired due to multi-system organ failure. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, infection, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that the patient was admitted due to symptoms of infection. It was determined that the patient had bacteremia as a result of infected gall bladder. It was further reported that the patient¿s status began to decline as a result of sepsis. Palliative care was consulted, and the patient¿s family decided to withdraw care. The patient subsequently expired due to multi-system organ failure.